Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead had dislodged into the right ventricle. This was confirmed via a chest x-ray. The lead was turned off, and the patient was stable.